Event description:
It was reported that the closure device had shifted. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. At the 45 day follow up it was noted that the closure device had migrated more proximal. The device was still implanted, but it had moved from where it was implanted. The patient is doing fine following this event.